Event description:
Additional information received from the manufacturing representative reported that the impedance measurements were taken and normal. There was no emi environmental exposure. There were no traumas or falls related to the issue. The patient did not experience symptoms when the implantable neurostimulator (ins) was off. The change in therapy was not related to positional movement. They were unable to reprogram around the issue. The manufacturing representative reported programming each lead top, middle, and bottom with the patient still experiencing the pain when stimulation was on. This occurred on both lead programmed individually. The manufacturing representative tried high density programming and adjusting the pulse width and the patient still experienced the painful/throbbing stimulation at the spine. The patient has had the stimulation off for 3 weeks. This was considered a sudden change in therapy. The patient experienced uncomfortable stimulation/overstimulation. X-rays were taken and shown to be normal with no migration present and no visible signs of damage on (B)(6) 2016. The patient was going to return to the office on (B)(6), the plan was to take a 4-6 week hiatus and see if the shocking sensation is still present. At this point in time the doctor did not feel that the device was damaged or malfunctioning in any way.

Event description:
There was a report that ever since the patient's physical therapy appointment, they had pain in their mid back when stimulation was on. Factors that may have led or contributed to the issue was reported to be physical therapy. The manufacturer representative tried reprogramming the patient. The issue was not resolved at the time of the report. There was a report that the patient would get an x-ray of the leads. No surgical intervention occurred or was planned. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.